Event description:
Additional information received from the healthcare provider via a clinical study indicated that the patient had persistent pain at site it was being managing with abdominal binder. Surgical observation revealed that the pump was dislodged from all four sutures. The pump was repositioned to the right buttock.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient who was receiving compounded baclofen, hydromorphone, and bupivacaine via an implantable pump for unknown indications for use. It was reported that on (B)(6) 2024 during a pump refill it was noted that the pump had flipped within its pocket. The pump was manually returned to the appropriate position to perform the pump refill. They are planning for a pump pocket revision. The device diagnosis was noted as pump inversion. The relationship of the event to the device or therapy was a causal relationship and the relationship of the event to the implant procedure was not related. The outcome was noted as ongoing.